Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The shaft and the remainder of the device were inspected for damage. Visual examination showed no damage. The functionality of the device was checked and the device primed and ran as designed. The device was run for a period of 3 minutes in blades up and blades down modes with no issues or errors. The rex functioned was analyzed and no issues were noticed. The rex mode functioned as designed. No wire or any components of the wire were returned. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the device was used over a guidewire that dislodged inside the patient. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure in the right superficial femoral artery. The jetstream catheter was used without apparent difficulties. Upon removal of the catheter and the non-bsc guidewire, the wire was noticed to be separated. No attempt was made to retrieve the dislodged tip of the wire. The patient's status was fine and no complications were reported.